Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. During procedure, some air ingress coming from the loader was noted as the device was advanced up the delivery sheath. Advancement was stopped, and appropriate measures were taken to prevent the air from entering the patient. Upon trouble shooting, it was determined that the most likely culprit for the air was the loader or the touhy connected to the loader. The device was removed from the patient. Another 22mm amplatzer amulet left atrial appendage occluder was prepped, and the case continued without incident. There were no adverse patient effects reported. The patient status was reported as stable.

Manufacturer narrative:
An event of air ingress from the loader was reported. The device was returned to abbott for investigation. The loader was noted to have a kink, which is consistent with damage during use, and the rotating luer of the hemostasis valve was found to be fractured. Due to the condition of the device (fractured rotating luer of the hemostasis valve), functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the air ingress appears to be related to the fracture of the rotating luer of the hemostasis valve; however, the cause of the fracture could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. The patient was under general anesthesia. Aspiration was being performed through the manifold, and continuous flush was attached through the manifold. The loader was immediately connected to the sheath after the removal of the dilator. Some air ingress coming from the loader was noted as the device was advanced up the delivery sheath. Advancement was stopped, and appropriate measures were taken to prevent the air from entering the patient. Upon trouble shooting, it was determined that the most likely culprit for the air was the loader or the touhy connected to the loader. The device was removed from the patient. No air was visualized in the patient. Another 22mm amplatzer amulet left atrial appendage occluder was prepped, and the case continued without incident. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.